Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Missing device manufacture date. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that system would not start up. Site confirmed that power cable was plugged in. There was no patient present when this issue was observed.

Manufacturer narrative:
Additional information: device manufacture date provided.